Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was converted to open surgery.

Event description:
It was reported that the procedure was converted to open surgery.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: one penetrated the skin outside and one pulled out, removed the other one as it over tensioned. Probable root cause: design needle size too large, depth indicator does not establish desirable depth, no visual reference for depth for surgeon aid process, needle and depth indicator markings not manufactured to specification application, user inserts device farther than desired (i.e. Misinterprets depth or lapse in judgement), user excessive force leading to over-insertion or results in a insertion profile too wide for anchor fixation, user inadequately cut depth indicator. The device manufacturer date is not known.